Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that stent struts from the two most proximal stent rows were raised outwards distally from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal of the device from the guide catheter. The ro markerbands were examined and there was no damage noted. The tip was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at several locations along its length. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the left coronary artery. A 20 x 3.50 promus premier¿ drug-eluting stent was advanced to treat the target lesion. However, the device failed to cross the lesion and it was noted that the stent was lifted upwards. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the left coronary artery. A 20 x 3.50 promus premier¿ drug-eluting stent was advanced to treat the target lesion. However, the device failed to cross the lesion and it was noted that the stent was lifted upwards. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.